Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that shaft break occurred. The 85% target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 15mm x 3.50mm nc quantum apex balloon catheter was selected and advanced to the lesion; however, the balloon would not inflate. When the device was pulled back through the tuohy, it was noted that the shaft broke about 100 cm from the hub. Rotational atherectomy was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter in two pieces. Visual and tactile inspection was performed. There was blood in the hub and the balloon was tightly wrapped. The hypotube was kinked in numerous places and broken 83cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Examination under magnification revealed that the shaft was damaged at the exit notch, consistent with damage due to guidewire interaction. There was no evidence of balloon damage. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing could not be performed to investigate the balloon inflation issue; however; kinks or a break in the shaft could lead to the reported balloon inflation failed. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected and advanced to the lesion; however the balloon would not inflate. When the device was pulled back through the tuohy, it was noted that the shaft broke about 100 cm from the hub. Rotational atherectomy was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.